Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00129, 0001822565-2021-01619, and 0002648920-2021-00151. Concomitant medical devices: cr-flex pct fem f-r minus, catalog#: 00595001606, lot#: 63525591. Articular surface use with plate 5,6 size green/c-h 10 mm height, catalog#: 00595204010, lot#: 63564755. Stemmed tibial component precoat size 5, catalog#: 00598004701, lot#: 63565275. Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to a deficient posterior cruciate ligament. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This issue has been reported under 3007963827-2021-00129 and 0001822565-2021-01619.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This issue has been reported under 3007963827-2021-00129 and 0001822565-2021-01619.